Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the severely calcified and severely tortuous artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed using the usual method without any problem. The procedure was completed with a different device. No patient complications were reported.